Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive, pump battery could not be fully charged and pump was hot to touch. There was no reported impact to customer's blood glucose. Contact declined to provide further information.